Event description:
On 17-oct-2019, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse confirmed the wound odor was normal for the patient. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 12-nov-2019, the following information was reported to kci by the patient's mother: from (B)(6) 2019 to (B)(6) 2019, the mother allegedly observed an increase in odor to the left ischial wounds with periwound skin breakdown. On (B)(6) 2019, the v.a.c.® dressings were removed, and the patient was admitted to the hospital for pneumonia. The pneumonia and admission to the hospital are unrelated to v.a.c.® therapy. On 20-nov-2019, the following information was reported to kci by the nurse: the patient developed a yeast infection under the drape and is being treated with and antifungal. The nurse also confirmed the wound odor was normal for the patient. Per review of kci records, the patient was hospitalized on (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019, the nurse practitioner noted to resume v.a.c.® therapy for 3 days to the ischial wounds and alternating with dakins's damp to dry for 3 days. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.